Event description:
A surgeon reported a patient experienced posterior capsular opacification (pco) after intraocular lens (iol) implantation. The iol was implanted in sulcus due to a spontaneous capsular tear during surgery. Pco was first identified seven months after surgery. At that time the patient reported difficulties with near vision. On (B)(6) 2014, a second doctor diagnosed bilateral after cataract. This doctor also reported that the after cataract had already been removed, however, no capsulotomy details were provided for this eye. The iol was noted to be in good location, however, film was seen on the surface. The initial reporter confirmed the pco diagnosis and indicated the patient was experiencing glare. According to the reporter, the reason for this event was not known. Additional info has been requested but not received to date. This is one of two medical device reports being filed for this patient. This report is for the patient's left eye.

Manufacturer narrative:
Evaluation summary: the product history was not returned for analysis. Results from the product history review indicated the product met release criteria. The product investigation could not identify a root cause. Additional info has been requested but not received to date. (B)(4).